Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event occurred at home when the parent of the patient attempted to remove the catheter and the catheter broke while still inside the patient. As a result, the catheter had to be removed surgically in the emergency room. The catheter was not replaced since it was going to be removed anyway. There was no report of patient death.